Manufacturer narrative:
This device was used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction and internal fixation (orif) procedure of the distal tibia, two locking screws and one cortex screw had their heads break off. The event occurred as the surgeon was performing the final tightening of the screws into an unknown 4 hole locking compression plate into the patient's bone. The shafts of the screws were left in the patient and the heads of the screws were discarded. It was reported that there was no patient harm or any surgical delay and the procedure was completed successfully. This is report 1 of 3 for (B)(4).